Manufacturer narrative:
Investigation including root cause analysis is in progress. (B)(4).

Event description:
A customer reported a crack in the anterior capsule during the irrigation/aspiration portion of a cataract procedure. Additional information provided states that the procedure was completed with no additional harm to the patient.

Manufacturer narrative:
The clinical analyst reviewed this complaint and stated the following: ¿the customer noted the procedure was laser assisted cataract surgery with laser. The customer reported the laser part of the procedure was uneventful. The laser assisted capsulotomy was free floating. The customer noted there was no tear observed during the laser treatment. The anterior capsule tear occurred during irrigation/aspiration. The surgery was completed and no further patient problem was noted. The importance of an intact capsulorhexis for safe phacoemulsification is well recognized. In fact, irregular edges are known to promote radial tearing. Prior to the innovation of the continuous curvilinear capsulorhexis, it was widely known that extensions of tears most often occur in v-shaped notches (or peaks as noted in the report description) of the anterior capsule rim. The determinant of the direction of tearing is the sum of the vector forces of the surgeon¿s hand during the capsulorhexis and the tension applied by the zonular fibers. Published data suggests that patients with dense cataracts may be at greater risk of capsular rupture due to the additional forces created within the bag during surgery. It is noted that the strength of the capsule in laser assisted procedures are as good as or greater than a manual capsulorhexis and the smoothness of the capsulotomy edge is similar to manually created openings. The elasticity of the capsule is known to increase the incidence of anterior capsule tears as well as size of continuous curvilinear capsulorhexis. An opening that is too small is more conducive to striking the edge of the capsulorhexis with the phaco tip or secondary instruments. After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system.¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The system was manufactured on november 24, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).